Manufacturer narrative:
Product event summary: performance data collected from the device was analyzed. Analysis of the device memory indicated the right ventricular lead integrity triggered as the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing occurred due to non-physiologic signals/sic (sensing integrity counter) which resulted in the unexpected delivery of a ventricular tachyarrythmia therapy during a ventricular fibrillation episode.

Event description:
It was reported that the patient received inappropriate therapy and noise was observed on the right ventricular lead electrogram. The lead was reprogrammed and remained in use. It was further reported that there was high lead impedance and a suspected fracture. The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. A lead conductor fracture was not observed during analysis. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).